Event description:
When checking device memory, it did store the results from 6 am. No treatment. Controls used, however values are not provided. A request was made for return product and replacement product was sent.